Manufacturer narrative:
Upon completion of the investigation it was noted that the affiliate was contacted regarding product returned and informed that "the sample has been lost". As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number and serial number provided is not correct for the subject product; therefore, the lot history records cannot be reviewed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
The nurse connect the integrated tubing into the 2 pin connector of the forceps. When surgeon step on the foot pedal, the connection part at the integrated tubing and the forceps get burnt. Event occurred during surgery, before use on patient. (B)(4) 2015 per affiliate: was there a delay in surgery over 30 minutes? No delay in surgery. Were there any adverse consequences to the patient? There is no adverse consequences to the patient. What actions were taken as a result of this incident? The scrub nurse put aside this forceps and change to other forceps. I was informed about this incident after that.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.